Event description:
The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose was 600 mg/dl. The customer was treated with manual injection. Customer stated that the device did not vibrate to notify him that he was high, alarm did not go off. The customer stated that the device did not vibrate during the vibrate test. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer went low as 28 mg/dl and corrected with orange juice. Customer was offered to troubleshoot but declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.